Event description:
The event occurred on an unknown date involving an unspecified primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104",14255-28" (health canada device ID: 561981). The problem was: taxol treatment in progress, after 14 minutes of the start notice taxol flow through the tubing filter. There was a patient involved, and unknown patient harm. The customer provided the following additional information: health canada reference number: (B)(4). Health ca (B)(4). Health ca (B)(4). Hospital reference # (B)(4). Terms: a0504 - leak / splash; e2401 - insufficient information; f05 - delay to treatment/therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage from filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.